Event description:
Healthcare professional reported, " right side exchange from textured to smooth implants due to product concern". Healthcare professional later reported rupture to right side implant, confirmed during explant surgery. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: product concern.